Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after refilling a cartridge and rewinding without completing the fill tubing step; drops were later observed at the tubing tip after guidance to perform a proper fill, and the event was categorized as an infusion set and cartridge issue with incomplete or no tubing prime, with troubleshooting and education provided and no device alerts. Symptoms included elevated blood glucose with a documented peak of 313 mg/dl. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no immediate health effects, with glucose trending down to 281 mg/dl during the call and later documented at 76 mg/dl on remote review. Investigation included user guidance to disconnect and fill tubing to confirm flow, review of device use steps, and review of available glucose data. Investigation of this case revealed that hyperglycemia was associated with user technique, specifically failure to complete the tubing prime after rewinding, which could interrupt insulin delivery despite seeing drops at the tubing tip; no device or component malfunction was indicated, and there were no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incomplete priming of the infusion set and tubing after cartridge replacement.